Manufacturer narrative:
The following field was updated due to additional information: h.6. Imdrf annex a grid: a0401 / a0203. H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from lot. No. 0203701, cat. No.320136. A clog test was carried out on the returned sample as per tp700483 and no issues were observed. Visual examination was also carried out on the returned sample and a damaged hub was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Damage to the hub was caused by an interference fit between the hub and cover.

Event description:
It was reported that medicine didn't come out when using the bd micro fine plus¿ insulin pen needle. The following information was provided by the initial reporter, translated from japanese to english: when the customer "attached a pen needle to pen (forteo) and used it for injection the drug didn't come out."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medicine didn't come out when using the bd micro fine plus" insulin pen needle. The following information was provided by the initial reporter, translated from (B)(6) to english: when the customer "attached a pen needle to pen (forteo) and used it for injection the drug didn't come out."